Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15638. The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt is experiencing ineffective stimulation. The pt feels no stimulation with one lead and only partial stimulation with the second lead. The sjm representative met with the pt had diagnostics showed normal impedance values. Surgical intervention will be taken at a later date to address this issue. Additionally, the physician plans to replace the pt's ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.